Event description:
Pt has experienced symptoms for about two weeks when exposed to the scope machine disinfectant. They has burning eyes, nose and throat, headache, stomach upset with nausea, and sneezing. No medical treatment was sought. Problem was resolved when clogged filter in the scope machine was replaced.